Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): no anomalies found, but blood noted on conductor and outer insulation was breached cut; full lead returned and analyzed.

Event description:
It was reported, approximately two months post implant procedure, the patient complained of syncope and pre-syncope episodes. Patient evaluated and the physician suggested an oversensing issue as the contributing factor. Consequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.